Manufacturer narrative:
The computer for the navigation system was returned to the manufacturer for evaluation. The representative was unable to replicate the reported issue. Testing found that the hard drive of the computer had six bad blocks, which is suspected to have led to the unexpected exit. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced and the issue was resolved. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has not been received by manufacturer for evaluation.

Event description:
A site representative reported that during functional endoscopic sinus surgery (fess), navigation system shut down without any prompt from user. The procedure was completed with the use of navigation. No information was provided on delay to procedure and patient outcome.